Manufacturer narrative:
A device history record review was completed for provided material number 306553 and lot number 3149054. The review did not reveal any possible non-conformances during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, three (3) physical samples were received for evaluation by our quality team. Through examination of the samples, we were able to confirm that the expiry date format was incorrect, reading as ddmmyy when it should read as yymmdd. This is the second report received for this issue on lot number 3149054. Following the initial investigation, the root cause was determined to be that the print recipe in the bellmark system contained the incorrect expiry date format in the data string. A corrective and preventive action plan was opened to resolve the issue. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
04-june-2024: bd question: please confirm if the device was used or not used on the patient. If used on a patient confirm no harm/serious injury occurred. Answer: the product was used in some patients with the expiration date corrected on our labeling (would have been capped at 365 days anyway).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush-xs / sf barcode scans with incorrect expiration date. The following information was provided by the initial reporter: this lot # has an exp date of 5/31/2026. However, when the barcode is scanned into xxx, the exp date is populated as 5/26/2031. Our xxxx informatics had reviewed this case & has confirmed with xxx that this is a barcode problem. Wrong expiration date being captured.